Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues. This device was used for treatment not diagnosis.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not an implant/explant. The item was not received. No service history review can be performed as this is a lot controlled item. Placeholder.

Event description:
During an unknown surgery, the bolt sheared off of the synframe connecting rod. This occurred at the end of the surgery and no impact to the patient was noted. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).